Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the rigid arthroscope exhibited breakage to the light guide end face and insertion tip. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twenty (20) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "light guide end face damage" malfunctions would likely be related to an effect of a large mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.